Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob and weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned to synthes manufacturer for evaluation /investigation, and has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for part# 338.23 lot# 7416972, release to warehouse date: august 8, 2013, supplier: synthes (B)(4), ncr (B)(4) addressed 14 of 48 pieces with non-functional etch in the wrong location on the device. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a dynamic hip and condylar screw system (dhs/dcs) guide shaft with flats broke while implanting a lag screw on (B)(6) 2016. The surgeon continued to use the assembled devices which included dhs/dcs wrench, dhs/dcs t-handle, dhs/dcs coupling screw, short to implant the same lag screw. Standard procedural x-rays were taken and confirmed that the lag screw was fully seated. It is unknown if fragments were generated however, standard procedural x-rays confirmed no fragments left in patient. There was approximately one minute surgical delay. Surgery was successfully completed without patient harm. Device is not available for return. This complaint involves one (1) device. Concomitant device reported: lag screw (part# unknown, lot# unknown, quantity 1), dhs/dcs wrench (part# 338.06, lot# unknown, quantity 1), dhs/dcs wrench (part# 338.08, lot# unknown, quantity 1), dhs/dcs wrench (part# 338.20, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date was reported in error within the section of the initial medwatch report. Per event description, the product malfunction occurred during a surgical procedure on (B)(6) 2016. Corrected part numbers for concomitant devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: lag screw (part/lot: unknown / quantity: 1), dhs/dcs wrench (part: 338.06 / lot: unknown / quantity: 1), dhs/dcs t-handle (part: 338.08 / lot: unknown / quantity: 1), and dhs/dcs coupling screw (part: 338.20 / lot: unknown / quantity: 1).